Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data showed no signs of struggle that would indicate an issue with needle deployment. No bend or kink was observed in the exposed end of the soft cannula. No leaks were observed along the fluid path. The cause of the reported improper insertion and leak could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula nor if any product condition could have contributed to the reported emergency room visit and hyperglycemia. The user also reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 33.2 mmol/l (598 mg/dl) while wearing the pod between 5 and 6 hours on the arm. A correction bolus was attempted during dinner but her bg levels did not decrease. The patient went to emergency room at (B)(6) hospital due to hyperglycemia and was treated with intravenous insulin and diclectin for nausea. Upon removal of the pod it was noticed that the cannula had failed to insert into the skin, was leaking, and had a "tilt". It should also be noted the patient was pregnant.